Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown access set under infused. The event was further described as during a patient infusion with cefazolin via spectrum pump, the pump registered ¿complete¿; however, it appeared ¿about half the bag¿ remained. The pump was running at 100ml an hour, but it did not appear to be dripping at that rate. The user pulled the tubing out of the pump and re-inserted the tubing to a different spot. The device appeared to run at 100ml/hour; however, it slowed down again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.